Event description:
It was reported that during use with bd facslyric¿ 3l12c instrument ceivd carryover of patient samples occurred. There was no patient impact. The following information was provided by the initial reporter: "carryover between samples."

Manufacturer narrative:
The following fields have been updated: d4. Unique identifier: (B)(4). H6.investigation summary: based on the investigation results, the reported issue of carryover between samples was confirmed. The potential cause was determined to be defective p1 pump and v1 valve. The fse investigated the issue and found replaced the pump and valve, which resolved the issue and returned the instrument to operational status. This issue did not produce erroneous results on patient samples & no user or patient was harmed or injured. DHR review is not required as the complaint was confirmed through other elements of the investigation. A return sample was not requested for evaluation as the complaint was confirmed through other elements of the investigation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd facslyric¿ 3l12c instrument ceivd carryover of patient samples occurred. There was no patient impact. The following information was provided by the initial reporter: "carryover between samples."

Manufacturer narrative:
The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.